Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed multiple occurrences of system fault 223 indicating a peep motor failure. Performance testing was able to reproduce the reported device fault. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported device failure was due to a defective peep motor assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating a peep blower failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating a peep blower failure. There was no patient injury reported as a result of this incident.